Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she thinks one of the coils broke through the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and vaginal discharge ("discharge"). The patient was treated with surgery (going to take tubes out (salpingectomy)). At the time of the report, the device breakage, pelvic pain and vaginal discharge outcome was unknown. The reporter considered device breakage, pelvic pain and vaginal discharge to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, vaginal discharge, device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she thinks one of the coils broke through the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and vaginal discharge ("discharge"). The patient was treated with surgery (going to take tubes out (salpingectomy)). At the time of the report, the device breakage, pelvic pain and vaginal discharge outcome was unknown. The reporter considered device breakage, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.